Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient used acetaminophen, which is against user guide recommendations. Patient did not calibrate according to user guide recommendations. Distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).